Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. From magnification, it was observed the majority of the teeth on the reamer were blunt. Some of the teeth appeared sharp, but most of them were not. DHR was reviewed and no discrepancies were found. Product was manufactured at (B)(4) in october 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed from december 2013 to december 2014. (B)(4). Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Event description:
Acetabular reamers 44-54 are dull per surgeon.